Event description:
(B) (6). Same case as: 2134265-2010-01459, 2134265-2010-01460, 2134265-2010-01461, 2134265-2010-01462, 2134265-2010-01463. It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient expired. The 90% stenosed target lesion located in the 2nd obtuse marginal was 20mm long with a reference vessel diameter of 2.25mm. Predilation was performed with the placement of a 2.25x24mm study stent. Post-dilation was performed with 0% residual stenosis. During the index procedure, a proximal dissection was noted upon post-dilation resulting in the implantation of a 2.25x12mm study stent. Three additional stents were implanted including a (2.5x16mm, 2.5x12mm, 3.0x8mm) taxus express stents to cover the dissection following the bailout stenting. The patient was discharged 2 days later on aspirin and clopidogrel. In (B) (6) 2009, 3 month follow-up noted chest pain and lightheadedness. Holter monitor demonstrated short runs of monomorphic nonsustained vt up to 5 beats in (B) (6). The physician advised the patient to have a prophylactic (internal cardiac defibrillator) ICD implanted but details are unknown. In (B) (6) 2009, the patient expired at home. Per death certificate ¿cardiomyopathy with myocardial infarction was the secondary cause of death.¿

Manufacturer narrative:
Additional manufacturer narrative - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)